Event description:
Staff were preparing to get an IV line ready and had assembled the needed equipment. As they were opening their supplies, they noted that the veniloop connector tubing package was intact, but that the package contained no product. Staff searched their supplies, but found no other similar packages without products in them.